Event description:
A total of four loop electrodes had to be used in a therapeutical resection procedure. After the user noticed the melting of the second electrode, a new working element was introduced. After the procedure could be continued for a while, the esu displayed an error message regarding open loop. The user exchanged the rf cable, but after a short while, the third electrode malfunctioned by melting or breaking of the loop. The user was able to finish the procedure with the fourth electrode and - beyond prolongation of treatment, no further patient consequences have been reported.

Manufacturer narrative:
The devices involved in the event have been returned to the manufacturer and the failure can be confirmed. The two types of resection electrodes belong to two different production lots each; the units of type wa22302d have been manufactured in 2011 and the two wa22503d in 2010. No accumulation of malfunctions, production problems etc are known. The appearance of the electrodes lead to the conclusion that the items have been used otherwise than intended by the manufacturer. The electrodes are bent in their over-all length, one of the y-shaped tubes is broken and the ends of the wires have typical ball-shaped melting points. The electrode the procedure finally could be completed with has a distorted loop as well. Damages observed like this are likely to be associated with excessive mechanical force. However, the exact root cause scenario for the user's experience cannot be determined conclusively. At least it can be considered unusual that 3 electrodes have been used-up in one procedure. This report is being submitted in abundance of caution and will be updated by supplemental report once the investigation of the particular products is completed. The event has been reported to hsa by local olympus organization of (B)(4).